Event description:
Deroyal umbilicup umbilical cord collection device ref# 72-8000, lot# 63128407, exp date 03-16-2031, gtin:00749756308151, rev:12; umbilicup had something brown inside of the collection cup.